Event description:
My daughter is a type 1 diabetic who uses dexcom g7 as a sensor, which is a device connected to a tandem insulin pump. On (B)(6) 2025 I filed a complaint against 3 receives (sensors) that experienced malfunction on the same day. My daughter didn't have any sensors left, so I had to buy two additional ones out of pocket (approx (B)(6) each). Subsequently, one of the sensors fell off her skin (after 3-4 days of use) and the second one failed. I reported the failures for both sensors on (B)(6) 2025 and asked for replacements. The company has failed to provide deliveries of the new devices, after nearly 3 weeks. I have also explained to them that I had concerns about the quality of their products and they did not provide with any answers to my concerns. My daughter has been a type 1 diabetic for the last 2 years, and this is the first time we had experience such issues. To make things worse, their product is the only one that works with the tandem pump (which feels a lot like a monopoly). I have called the company nearly 10-15 times in the last 2 weeks and they could not provide me with the statement of the reasons for their failure or when the replacement sensors will be delivered.